Event description:
A malfunction occurred on the customer¿s pump, reported as malfunction code 12, which did not lead to any adverse impact on the customer¿s blood glucose level. The customer had experienced similar malfunctions at least three times prior. Technical support provided instructions to reset the pump and arranged for a replacement pump with updated software to be sent to the customer. The customer was also instructed on how to return the faulty pump using a pre-paid label. They were advised to continue using the current pump with provided guidance as a temporary solution and to use multiple daily injections (mdi) as a backup.